Manufacturer narrative:
The reported device has not yet been returned. An investigation will be carried out and a supplemental report will be submitted upon completion of the investigation. Manufacturer reference #: (B)(4).

Event description:
It was reported on 06/04/2026 that a silent nite device was returned by dr.(B)(6) due to "wear and tear: staining, debonded anchors, fractured tray, peeling liner". Additional information received reported that the issue with the device is that the anchor broke off. The event occurred on (B)(6) 2026, while the 43-year-old, male patient was sleeping. There was no patient injury or adverse outcome and not medical intervention was required.